Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
A purchaser reported that during a cataract extraction with intraocular lens implant procedure the handpiece did not work. The handpiece had passed the prime/tune test. Before inserting the handpiece into the eye the surgeon always tests for functioning, at that time the handpiece did not work. The case was completed using an alternate handpiece. There was no harm to the patient.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a phaco handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on october 14, 2015. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample revealed no visual defects. The handpiece was tested for fluidic flow through the irrigation and aspiration lines and met specifications. The handpiece was connected to a calibrated system. The handpiece primed and tuned without error. The system was set to 100% torsional and ultrasound power. The handpiece ran successfully for five minutes. The handpiece was connected to the calibrated dynamic tuning fixture (dtf). The handpiece primed and tuned without error. A torsional and ultrasound stroke measurement was performed and the handpiece met specifications the handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).